Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:a review of the device history indicated a manual time change. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms. A timekeeping accuracy test was begun but not completed. The pump case was removed, and no evidence of moisture ingress or intermittent connections was found; however, the internal clock battery on the printed circuit board was found to be leaking. The timekeeping accuracy test could not be completed due to the failed internal clock battery. Unrelated to the complaint, the battery cap threads were observed to be damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump time was switching from am to pm without user intervention. The reporter was unsure if the issue occurred with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.